Event description:
It was reported while using the bd phoenix¿ ap contamination was reported based on an increase in resistant and misidentified organisms on downstream instrumentation. The user decontaminated the device. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint on contamination associated with phoenix ap instrument was reported. The field service engineer (fse) was dispatched on site. The fse performed decontamination. After that, the issue was resolved. This is a confirmed failure of a bd product. The root cause of the failure is not known. The device history record review for the instrument is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. The service history review was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using the bd phoenix¿ ap contamination was reported based on an increase in resistant and misidentified organisms on downstream instrumentation. The user decontaminated the device. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint on contamination associated with phoenix ap instrument was reported. The field service engineer (fse) was dispatched on site. The fse performed decontamination. After that, the issue was resolved. This is a confirmed failure of a bd product. The root cause of the failure is not known. The device history record review for the instrument is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. The service history review was completed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.